Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No unexpected humming noise during testing. The device had no unexpected numbers ramping during testing. The device had a cracked case at the display window corner, cracked reservoir tube lip, and a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 227 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.